Event description:
During a percutaneous transluminal angioplasty (pta) to an artery located below the knee, the balloon was reported to have ruptured. The product was advanced over the guide wire and through the sheath introducer to the lesion where the balloon was inflated using an indeflator. However, the balloon ruptured at four atmospheres. Therefore, it was withdrawn from the pt's body, and another balloon catheter was used to successfully complete the procedure. The product was prepared and clinically used as per the IFU. There was no reported pt injury. There is no add'l info regarding pt, lesion or procedural characteristics regarding this event. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact on this event. The product was not returned for analysis. A DHR review was performed and showed that, this lot of products met all requirements per the applicable manufacturing quality plan, including the burst test values.